Event description:
It was reported that intermittent catheter had the holes in the tip of the catheters and not been fully punched out which leaves a flap that drags along the inside of the urethra. Customer experienced irritation in the urethra and problems with urination. No medical intervention was reported. Per follow up on 10may2021, patient had amount of bleeding, incontinence and burning. Patient not used one of the defective catheters in almost a week now. No medical intervention was reported. Per follow up on 02jun2021, the new shipment had a number of catheters that were crimped and almost closed. While inserting the catheter sometimes it gets doubled over.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used touchless intermittent catheter. Visual inspection of the sample noted no obvious visible kinks based off the observation of the return sample. The device met relevant specifications stating that "no kinks, blisters, cracks, wrinkles, or voids are permitted. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that intermittent catheter had the holes in the tip of the catheters and not been fully punched out which leaves a flap that drags along the inside of the urethra. Customer experienced irritation in the urethra and problems with urination. No medical intervention was reported. Per follow up on 10may2021, patient had amount of bleeding, incontinence and burning. Patient not used one of the defective catheters in almost a week now. No medical intervention was reported. Per follow up on 02jun2021, the new shipment had a number of catheters that were crimped and almost closed. While inserting the catheter sometimes it gets doubled over.